Event description:
This is a second submission of info of this same proble. Both submissions describe the same event. The bronchial stent unraveled such that wires protruded from the device and impinged on the opposing bronchial wall, causing irritation during cough and forceful respiration.